Event description:
Customer reported device attachment overheated. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report, shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device bearing, drive shaft, bevel gears damaged and w2 cannot be inserted, extension sleeve defective. The device was repaired and returned to customer on (B)(4) 2013. Device manufacture date: february 2008.